Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The device was inspected and reported issue was confirmed by the field service engineer (fse). According to the service manual, the technical error code indicates ambient air temperature sensor range error. The device failed to meet its specification and it was concluded that it contributed to the reported event. Issue was caused by the battery extension pc board. Replacement of the part is suggested to the healthcare facility. No further actions have been deemed necessary. The root cause has not been determined.

Event description:
It was reported that the ventilator's turbine was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).